Manufacturer narrative:
Pt age/date of birth: unknown. Pt gender/sex: unknown. Date of event(s): unknown. Model#/catalog#: unknown, serial number(s): unknown, expiration date(s): unknown. Implant date: if implanted, give date(s): unknown. Explant date: if explanted, give date(s): unknown. (B)(4). Device manufacture date(s): unknown. All pertinent information available to abbott medical optics has been provided. Placeholder.

Event description:
It was reported by the doctor, that she has had several high-power zct intraocular lenses (iol) with myopic over corrections despite preoperative calculations, post operative calculations, and intraoperative ocular response analyzer (ora) lining up. ''Your iol powers are off''. ''Iols in 27, 28, 29 diopter ranges, think most were model zct150. Reportedly, lens exchanges have been performed. Patient specific data to include serial numbers, and surgery dates were not provided. Numerous attempts have been made to obtain further information.